Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 0001032347-2015-00496.

Event description:
Through the (B)(4) clinical study, the patient reported they had a biomet tmj total replacement system implanted on (B)(6) 2008. After this date, the patient reported experiencing pain. A recent audit revealed a report of a revision surgery to remove scar tissue was missed. Upon follow up, the implanting surgeons office confirmed that a revision surgery was performed in 2012 for a neuroma excision. It is reported the implants were not explanted during the revision, only the scar tissue was removed.